Event description:
It was reported that during a follow up, high hv impedance measurments were observed. The physician re-opened the pocket and discovered a loose svc set screw. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.